Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's catheter was fractured. The fracture had been confirmed. The drug used in the pump at the time of the event was not reported. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.